Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a defective integrated circuit caused the reported sensing anomaly. After the integrated circuit was replaced, normal device function ensued.

Event description:
It was reported that no p/r waves were detected when the pulse amplitude settings were below 3.0 v. The pulse generator was replaced.